Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer as unable to observe insulin drops exit the infusion set tubing. As the issue occurred in the past, troubleshooting was unable to be performed. There was no known impact to the customer's blood glucose.